Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had an artificial urinary sphincter (aus) revision surgery.